Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
At 8:20 pm, customer arrived at home; weak, but conscious and was provided juice and candy, as he was unable to self-treat, felt better in 5 minutes. At 8:25 pm his wife checked his blood glucose and it was 40 mg/dl on his meter. Retest result was 90 mg/dl. No adverse event alleged. Replacing and returning meter and test strips. Lot not provided.